Manufacturer narrative:
G4: 31may2020. B4: 02jun2020. The manufacturer's international service technician reported that the customer replaced the oxygen flow sensor and the interconnections distribution panel, which allowed the ventilator to be turned on. The customer has now requested the part information for the air flow sensor. Further evaluation is still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date recv'd by MFR: 23jun2020. Clarification has been received that the customer only replaced the interconnections distribution panel to be able to power the unit on, and has returned the oxygen flow sensor unused. The customer received and installed the exhalation flow sensor and o2 sensor; after their replacement, the ventilator announced an exhalation valve stuck open alarm. The customer and has found that he is missing the body/check valve. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported that the electromagnetic interference (emi) filter was burnt, and also requested the flow sensor part information. The customer reported that the unit cannot be turned on due to the emi filter. There was no patient involvement.

Manufacturer narrative:
G4:(B)(4) 2021. B4:21jan2021. Additional information has been received indicating that there is no more stock available for the part required to complete the repair of this device so it will return to the customer unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:15jan2021. B4:16jan2021. The customer requested further assessment at the bench repair facility. The bench service engineer evaluated the unit and indicated that the exhalation valve assembly was defective. A quote for parts and service was submitted to the customer, however, the customer did not approve it. The unit was not repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.